Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received insulin flow blocked alarm. The customer's blood glucose was 8 mmol/l at the time of incident. The troubleshooting was performed and the issue was resolved by changing the reservoir. The device will not return for analysis.